Event description:
It was reported that the system 9800 was making a followup exposure after the footswitch was released. This happened only when in the lateral view. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
It was determined that the system was operating normally. In the lateral position the anatomy that needs to be penetrated is considerately more than in the typical anterior/posterior position. The system is programmed to provide a longer exposure when the anatomy is larger.